Event description:
Ivc filter placement due to recurrent pulmonary emboli. 1/25/02 recurrent ivc bilateral iliac and deep femoral thrombosis requiring multiple days of tpa directly into clot. Pt's current status: home with self care. Pt on anticoagulation therapy pre and or post filter placement. Currently on anticoagulation. Thrombus not present prior to implant according to angiography exam report for ivc placement. Thrombus present in cava after implant. Discharge diagnosis includes venous thrombosis of bilateral iliofemoral and vena cava up to the level of the filter. The right internal jugular vein was accessed with a 4 french micropuncture set. A 5 french pigtail was positioned at the caval bifurcation. Inferior vena cavogram was performed which showed no evidence of clot or anomalies. A cordis inferior vena cava filer was deployed in the infrarenal inferior vena cava without incident. Uncomplicated ivc filter placement. Post procedural complications include recurrent ivc bilateral iliac and deep femoral thrombosis requiring mulitple days of tpa directly into clot. Catheter directed thrombolysis instituted via bilateral popliteal vein access 5 days later. The next day interval improvement in flow of iliac venous system. Balloon dilation was utilized to augment thrombolysis. This was done in both iliac veins. The pt will return following an add'l overnight infusion of t-pa. The following day catheters were repositioned such that proximal sideholes are in the superficial femoral vein to provide better lysis of clot in the common femoral vein bilaterally. Findings- subtotal lysis of bilateral iliocaval thrombosis, t-pa infusion continued. 01/25/2002: venography. Findings - the above knee popliteal as well as superficial femoral and common femoral veins are widely patent. In addition, patent antegrade flow including segment of ivc where filter is positioned. There has been marked progression of clot dissolution since previous examinations. Based upon these findings, the left leg infusion catheter was removed. Subsequently, right leg venography was performed via injection of sheath and infusion catheter. Action - thrombolysis is continued. 01/30/02 five day course of t-pa thrombolysis for the same disease.